Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that had impedance issues that started after her last battery change two years ago. The patient mentioned that before planned battery replacement due to normal battery depletion. The rep ran an impedance test and there were impedance issues on all contacts in monopolar view and 0,3 0,2 and 0,1 for bipolar (for this side only - left ins). The impedances were all high (ranging from 4,500 to 7,000). The patient did not describe any falls, but stated that these impedance issues (to the best of their memory) resulted after their last battery replacement 2 years ago.  During the procedure, the impedances were tested after the new battery was placed. The same impedance issues resulted. When the same impedance issues resulted after placing the new battery, the surgeon unscrewed the extensions from the adaptor and put them back in (ensuring their connections were tight). This did not resolve the impedances. The rep asked the surgeon if they wanted to replace the 2x4 adaptor that was implanted to see if that helped clear the impedance issues but they stated numerous times that they did not want to replace the adaptor. The impedance issues remained stable. The impedances issues were not resolved at the time of this report.